Event description:
The customer reported an intermittent loss of live fluoroscopic image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector was tightened. The system was then found to be operating as intended.